Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
H3 other text : device remained implanted.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval valve size m was implanted in the patient. Reportedly, while patient was under observation, arrhythmia was noted, and a pacemaker was implanted on (B)(6) 2023. The manufacturer was informed that no further information regarding this event will be provided.